Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support. While on support, the patient had gastrointestinal (gi) bleed. Heparin was on hold due to gi bleed. Bleeding was due to an open chest, not impella related. The patient was given two units of red blood cells (rbcs) the patient endured arrhythmias. Supraventricular tachycardia (svt) causing suction events and very low flows. Cardioversion was planned. The patient was given one unit of rbcs. The patient remains on impella support.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
B.2 added death and date of death due to additional information received. B.5 additional information was received from the clinical site regarding the patient outcome of death. D.6b explant date was added. H.1 type of reportable event was revised due to new additional information received. H.6 health effect - impact code was added due to additional information received. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25410. H.6 code 1721 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25410.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death. Thus, there is not enough evidence to exclude impella as an associated factor in the patient's outcome.